Manufacturer narrative:
H3 evaluation summary: non-destructive visual evaluation was performed on the 86-7021 pfc insert patella. The ultra high molecular weight polyethylene (i.e. Polyethylene) patella component was received as two separate pieces due to fracture of the central fixation post at the post/dome interface. The articulating surface of the patellar component showed areas of burnishing and deformation where it articulated with the femoral component. Original matching marks were visible over the rest of the surface. Examination of the anterior side of the patella component showed that three of the four cement pockets were filled with bone cement. Fatigue-type striations were noted on the fracture surface. The fractured central post was received separately and showed scratching and deformation typical of removal and handling. In summary, patellar failure occurred by fracture of the central polyethylene fixation post and the bone cement interface between the component and the patellar bone. No apparent material or mfg defects were noted on the component.

Event description:
Fracture of inset patella's.u.h.m.w.p.e. Peg. The patella is reported to have been implanted for approx one year.